Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified coronary artery. The opticross hd catheter was introduced over a non-boston scientific guidewire for intravascular ultrasound (ivus) examination of the target lesion. When the opticross was advanced into the lesion, resistance was encountered. Imaging was turned on without a sled and during manual pullback, an image was seen. Resistance was felt and when the device was pulled, it could not be removed. Imaging was turned off and the opticross and guidewire were removed together as one unit. It was noted that the guidewire was wrapped around the opticross and the distal shaft of the opticross was kinked. The procedure was completed with different devices. No patient complications were reported.

Manufacturer narrative:
Device analysis was done on the media returned by the customer, and it does not show evidence of the reported issue. G4:premarket / 510(k) # k173284, k213593.

Manufacturer narrative:
G4: PMA/510k. K213593.

Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified coronary artery. The opticross hd catheter was introduced over a non-boston scientific guidewire for intravascular ultrasound (ivus) examination of the target lesion. When the opticross was advanced into the lesion, resistance was encountered. Imaging was turned on without a sled and during manual pullback, an image was seen. Resistance was felt and when the device was pulled, it could not be removed. Imaging was turned off and the opticross and guidewire were removed together as one unit. It was noted that the guidewire was wrapped around the opticross and the distal shaft of the opticross was kinked. The procedure was completed with different devices. No patient complications were reported.